Event description:
Healthcare professional reported "due to a severe increase in the firmness of the prostheses in both breasts, being more severe on the right side with lateral border deformity due to excessive capsular contracture" and "with breast ultrasound results reporting probable extracapsular rupture on the right" ¿breast implants showing extracapsular rupture between time zone 9-11 of 3.0 x 1.7 x 3.2 cm, volume of 8.9 cc, cib thickened capsule measures 18 mm" and ¿due to a severe increase in the firmness of the prostheses in both breasts, being more severe on the right side with lateral border deformity due to excessive capsular contracture¿ ¿thickened capsule measures 18 mm" and ¿due to a severe increase in the firmness of the prostheses in both breasts, being more severe on the right side with lateral border deformity due to excessive capsular contracture¿ this is for the right side device. Device remains implanted.

Manufacturer narrative:
Continued e1. Phone: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and capsular contracture baker grade IV.

Event description:
The device has been explanted.

Manufacturer narrative:
Visual analysis of the photographs identified: ¿ rupture: observed, opening on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. ¿ capsular contracture : unable to observe as it is a medical event that is not related to the device. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Healthcare professional reported baker grade IV for the right side "capsular contracture". A capsulectomy was performed during explant surgery.

Event description:
Healthcare professional reported chronic seroma.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, h6. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.